Event description:
It was reported that this right ventricular lead exhibited high out of range pacing impedance measurements. Due to this, a lead safety switch was triggered. Furthermore, the patient experienced a syncope episode. The patient was admitted to the hospital and further evaluation is being discussed. At this time, this lead remains in service. No further adverse patient effects were reported.